Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient experienced fluid discharge and wound healing issues at the pocket site. The patient has been receiving wound treatment and will have a spinal realignment to help with the healing process. There have been no reports of further complications regarding this event.

Manufacturer narrative:
This report is to update on new information.

Event description:
Follow-up with the physician indicated that the wound issues were not located at the device incision sites and the physician believed them to be unrelated to the device.